Event description:
While using disposable forceps (boston scientific radial jaw 4) to obtain a biopsy specimen through an endoscope (gif-hq190) the endo team noticed that the scope was damaged by the disposable forceps. Boston scientific radial jaw 4. Ref. # m00513330, lot# 24585276.